Manufacturer narrative:
Relevant tests/laboratory data unk. Other relevant history unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A right atrial (ra) lead was present within the patient, but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician began by using a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath but was unable to progress through the lead on lead binding in the brachiocephalic region. The physician then upsized to a 16f glidelight an visisheath. Slight progress was made, but could not get through the lead on lead binding. He then switched to a spectranetics 13f tightrail rotating dilator sheath with its outer sheath. Progress was made to the superior vena cava (svc) and into the right atrium. The lead's coil began to snowplow (bunch up). The outer sheath could be advanced, but not the inner tightrail, when the lead released. The physician wanted to retain access through the outer sheath for re-implantation so he attempted to pull the tightrail out of the outer sheath, but it was stuck on the lead (MDR #1721279-2022-00098). He then tried to pull the rv lead out, and while he was applying significant traction, his hand slipped down the lld and cut through his gloves and cut his finger (MDR #1721279-2022-00097). The physician had utilized a kelly forcep applied to the lld to assist with gripping the lld, and it was uncertain if his hand slipped off the forcep or just down the lld. There was a large amount of bleeding and the physician went to the emergency department (ed) for treatment; the injury was able to be glued together (no sutures were required). Another physician finished the procedure by wiggling the tightrail's outer sheath back and forth first, and then using a wire, he was able to remove the rv lead, the tightrail and its outer sheath all at the same time. The lld was intact the entire time and did not break or fracture. The procedure was completed with no reported patient harm. This report captures the tightrail which became entrapped on the lld, requiring intervention.